Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 552mg/dl with polydipsia, and polyuria, associated with an allged audio tone issue. Reportedly, the patient remained on the pump and self treated with inulin via injection. During troubleshooting with customer technical support, the patient stated ¿she has not been receiving a alarm on her cgm of her pump telling her she was high¿ and changed the infusion set three times and their blood sugar kept going up. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an audio tone issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: the pump was powered on with clear and audible alarms. The pump was opened to find no intermittent conditions on the piezo. The complaint of no sounds was unable to be duplicated. The user¿s total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.